Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6)2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and cerebral palsy. It was reported that a catheter revision was performed on (B)(6) 2021 and the patient has been on a ventilator since and they cannot get the patient off the ventilator. The catheter was revised because it was "difficult to inject" and there was a leak from the connector to the pump, so the connector piece was replaced. The caller stated they were doing a dye study this morning. The caller was not with the patient at the time of the call. Information requested was provided. On 2021-apr-09, additional information was received from the manufacturer representative (rep). The cause of the patient being on the ventilator was requested. The cause has not been determined. The results of the dye study were that the catheter was patent and working well.